Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The lead was attempted to be placed in multiple apical and septal sites and tested with high thresholds. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and no anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.